Event description:
A customer reported that a coulter lh 750 hematology analyzer and a coulter lh 500 hematology analyzer generated erroneous elevated basophils (ba%) and erroneous low absolute neutrophil results with instrument generated flags for one patient's samples over two days. This is report two of two and represents the erroneously elevated ba% result which was generated on a coulter lh 500 hematology analyzer on (B)(6) 2011. The elevated ba% caused the absolute neutrophils (ne#) result to calculate erroneously high. Differential results were accompanied by instrument generated flags which, per beckman coulter inc. Labeling, necessitated the review of results. The erroneous differential results generated on (B)(6) 2011 were not reported outside of the laboratory and hence there was no patient death, serious injury or modification to patient treatment associated with this event. Subsequently, a manual differential was performed. The results indicated a significantly lower basophil and higher neutrophil result. The manual smear results were regarded as valid. Controls were executed before the incident and were within the expected range. No sample collection/handling information was provided by the customer.

Manufacturer narrative:
Service was not dispatched to the site for this event. Beckman coulter inc. Assessment of customer supplied raw data indicated that the root cause of the event was that the instrument algorithm classified the neutrophils as basophils due to the abnormal sample pattern. The root cause of the reporting of the erroneous results was use error. There were instrument generated flags to alert the operator to review the results. As part of a retrospective review, this event was determined to be reportable. Mdrs associated with this event: 1061932-2011-02388, 1061932-2011-02389.